Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair surgery the jaw of the scorpion broke. All parts were retrieved from the patient there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Visual inspection noted the moving jaw of the device is completely broken off and was not returned. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces.